Manufacturer narrative:
D10. Concomitant product: lf4418, open sealer lf4418 curved large jaw (lot#52060094x); lf4418, open sealer lf4418 curved large jaw (lot#52060094x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the use of three devices, the devices did not cut and no seal was achieved. There was no evidence of energy delivery, and no end tones were heard. The devices were plugged into a generator at the time of the event, and another device was used successfully with the same generator. There was no patient injury.

Event description:
It was reported that prior to use, three devices could not cut at all and there was no seal, with no evidence of energy delivery and end tones heard. The devices were plugged into a generator at the time of the event, and another device was used successfully with the same generator. There was no patient involvement.

Manufacturer narrative:
Additional information: a1, b5, g3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.